Event description:
It was reported that this device exhibited premature battery depletion (pbd). Data analysis confirm pbd and determined that the device power consumption was increasing and is expected to continue to increase. A device replacement was recommended. To date, no intervention was performed and device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this device exhibited premature battery depletion (pbd). Data analysis confirm pbd and determined that the device power consumption was increasing and is expected to continue to increase. A device replacement was recommended. To date, no intervention was performed, and device remains in service. No adverse patient effects were reported. Additional information indicated that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case.

Event description:
It was reported that this device exhibited premature battery depletion (pbd). Data analysis confirm pbd and determined that the device power consumption was increasing and is expected to continue to increase. A device replacement was recommended. To date, no intervention was performed, and device remains in service. No adverse patient effects were reported. Additional information indicated that the device was explanted. No additional adverse patient effects were reported.